Event description:
Medtronic received information that this mechanical heart valve was explanted after four months implant duration due to aortic insufficiency and a dehiscence at the non-coronary sinus. No adverse patient effects were reported. The valve was returned for analysis.

Manufacturer narrative:
Product analysis: the valve has been returned and the analysis is in progress. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Upon completion of the analysis, a follow up report will be submitted. (B)(4).

Event description:
Medtronic received information that this mechanical heart valve was explanted after four months implant duration due to aortic insufficiency and a dehiscence at the non-coronary sinus. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, images of the inflow and outflow of the valve were taken. The valve was returned with one leaflet broken. The pathology analysis showed that there was minimal host tissue remaining on the explanted valve. The sampled tissue from the inflow sewing ring consisted of host pannus remnants, with no evidence of infection observed. The valve was sent for engineering analysis. After the carbon subassembly was cleaned and dried, the left leaflet was fully mobile. No manufacturing surface finish anomalies were identified. The as returned dimensions of the orifice were within specification. The serial number was verified to be correct. The valve was cleaned and dried: the left leaflet was fully mobile. It appeared that the right leaflet was grasped while simultaneously being twisted. Functional testing of the valve was not possible due to the broken leaflet. The carbon components were dimensionally inspected and found to be acceptable. Conclusion: the device history record was reviewed and no anomalies were found. Pathology showed that the valve contained host pannus remnants on the inflow sewing ring, with no evidence of infection. The valve was returned with the right leaflet broken. It appeared that the right leaflet was grasped while simultaneously being twisted, which is consistent with the use of a surgical instrument used during explant. A visual inspection of the orifice and leaflet showed no anomalies. Functional testing and dimensional analysis of the valve was limited due to the broken leaflet. The left leaflet had full mobility. The left leaflet and orifice were dimensionally measured per the current processes and were found acceptable. The root cause of the regurgitation and dehiscence at the non-coronary sinus could not be determined, as full analysis of the valve was not possible due to one broken leaflet. (B)(6). (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.